Manufacturer narrative:
An evaluation of the device cannot be performed as the device and further information were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
The patient's right knee was revised due to possible infection. Infection was not confirmed intraoperatively. An I & d was performed and the surgeon swapped out the poly.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional and functional inspections were not performed as the product was not returned. -medical records received and evaluation: a review by a clinical consultant was not performed as records were not provided. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: lot ID; sterile lot; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient's right knee was revised due to possible infection. Infection was not confirmed intraoperatively. An I & d was performed and the surgeon swapped out the poly.